Event description:
Boston scientific received information that this right ventricular (rv) lead in association with the competitor's device may have exhibited high shock impedance measurement, possibly >125 ohms. The competitive representative was attempting to determine the source of the issue. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service. No new information has become available, therefore this investigation will be closed. If new information becomes available, this report will be further evaluated and updated.